Event description:
The customer reported that they were unable to deliver a shock as expected. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that they were unable to deliver a shock as expected. There was no report of negative pt impact. Philips evaluated the device, but could not reproduce the reported symptom because the customer was using a modified therapy cable. The device was found to be fully functional when tested with a philips therapy cable. Philips is not able to verify or validate the behavior of a modified cable. We are considering this a malfunction based on the customer report only. We are unable to determine the root cause because the symptom could not be produced. The customer is aware the philips cannot predict device behavior when used with a modified therapy cable.